Event description:
During clinical use, the distal, 10 cm of the catheter sheared off.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter was returned coiled within a plastic bag. The catheter was noted to be separated in the body, approximately 8.0 cm proximal to the distal tip. Microscopic examination: further evaluation using scanning electron microscopy on the fractured area revealed that the fractured end of the catheter to have tool marks. The fractured area of the body also exhibited braid wire neck down characteristics. This is the first reported complaint for this sterile lot number. The separation most likely occurred within the pt's vasculature, due to over torquing and excessive puoo. The tool marks were possibly the result of the attempts to remove the distal end after separation. It appears that the catheter fractured due to the force required to withdraw the catheter exceeding its design limits.